Event description:
Extravasation. Acl repair with general anesthesia. According to the reporter of incident, it was not felt that the product had malfunctioned in any way of was in any way the cause of the event. Pt was just calling to try to get some information and some educational material. Hospital is still using product and it will not be returned for evaluation.